Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field service engineer that during pm, cardiosave intra-aortic balloon pump (iabp) had failed drive manifold leak test. There were no patients involved.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was reported that the drive manifold assembly was defective and was replaced. The fse also replaced an expired tidal volume disk, 9 volt battery for the critical alarm board, and o-ring for helium quick disconnect as a part as pm. The unit passed all functional and safety tests then returned unit back to customer.